Event description:
It was reported that the right ventricular (rv) lead was dislodged, had a noisy signal on the channel but not oversensing and a slight drop in impedance from 600's to 400's. Boston scientific technical services (ts) had local representative decrease sensitivity and output and had to have a chest x-ray to confirm. A lead revision was planned. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was dislodged, had a noisy signal on the channel but not oversensing and a slight drop in impedance from 600's to 400's. Boston scientific technical services (ts) had local representative decrease sensitivity and output and had to have a chest x-ray to confirm. A lead revision was planned. This lead remains in service. No additional adverse patient effects were reported. Additional information from field representative stated that very certain the patient had a lead revision. No additional adverse patient effects were reported.